Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with right atrial (ra) lead, right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed ra under sensing with low p and r wave measurements with no capture. The high voltage impedance had also decreased, likely due to present fluids as it was known that the patient had this condition. The x ray analysis showed normal lead position for both ra and rv. The presenting showed normal ra and rv sensing but some minutes before the p wave could not be measured, getting low amplitude. It was known that the patient needs an ra lead revision but has been delayed. Different procedural recommendations were given for this patient. The ICD, ra and rv leads remain in service at this time. No adverse patient effects were reported.